Event description:
Received patient and upon first assessment one hour later found light on omni bed to be under the radiant warmer. The light was melting and bubbling. The light was removed from radiant warmer's path. There was no injury to the patient. The light is still in working order.